Event description:
The customer reported the system had images saved in wrong patient files. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high drive was installed during the service call. The system was tested and found to be working as intended and put back into service.